Event description:
A customer reported that vacuum failed to build during cortex mode causing the patient to experience a left main wound burn. The wound was sutured and the customer exchanged the cassette and handpiece to complete the procedure. The wound had to be resutured at a later date.

Manufacturer narrative:
A sample has not been returned for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A root cause has not been identified. (B)(4).